Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: a review of the receiving inspection (ri) for ao handle torq limiting 3.0mm was conducted identifying that lot number km898257 released in three batches. Batch1: lot qty of (B)(4) units were released jun 10, 2020, with no discrepancies. Batch2: lot qty of (B)(4) units were released jun 9, 2020, with no discrepancies. Batch3: lot qty of (B)(4) units were released jun 10, 2020, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on jul 31, 2024 during routine incoming inspection of a loaner set at the hospital, it was observed that handle was found to be out of drawing specification. The torque tested high. There was no known patient or hospital involvement. This report is for one (1) ao handle torque limiting3.0nm. This is report 1 of 1 for complaint (B)(4).